Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device prompted a "check pads" message. The clinician switched defib electrodes and the device prompted a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.